Manufacturer narrative:
(B)(4): the complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. (B)(4). The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was used within the bronchus during a bronchoscopy stent placement procedure on (B)(6), 2011. According to the complainant, during the procedure the physician was pulling on the deployment suture; however the stent could only be partially deployed. As the stent was a proximal release stent, it was difficult to remove; however there were no complications or harm to patient. The procedure was not completed at this time. Despite numerous attempts boston scientific has been unable obtain additional information regarding the circumstances surrounding this event. Should additional relevant details become available a supplemental report will be submitted.